Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11 the mayfield modified skull clamp (a1059) was returned for evaluation. Device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit is unable to duplicate slippage. The 80lb torque knob goes all the way to 80lbs when put under pressure, and when the clamp is properly positioned and put under pressure, it did not move. However, the lock had both rotational and lateral movement and a residue buildup is present. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The unit has slight movement in the lock, which is most likely from routine wear. The probable root cause of the reported slippage is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that they were unable to turn the torque knob on the mayfield skull clamp (a1059) past 40 lbs. Of pressure and had difficulties getting it to 60 lbs. They also mentioned two different slippages when using the mayfield skull clamp. There was no patient injury and delay in surgery is unknown. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.